Event description:
During the initial procedure on (B)(6) 2012 an ablation cryo module was used. At the end of the third freeze cycle the unit received a p2 error and would not defrost the probe. Warm saline was used to remove the probe from the tissue. There was no long term patient consequence.

Event description:
During the initial procedure on (B)(6) 2012 an ablation cryo module was used. At the end of the third freeze cycle the unit received a p2 error and would not defrost the probe. Warm saline was used to remove the probe from the tissue. There was no long term patient consequence.

Manufacturer narrative:
(B)(4). A p2 error is a tank pressure error. The device history record and a lot history review were conducted revealing no other issues. The unit will not be returned for evaluation in time to file this report.

Manufacturer narrative:
(B)(4): the acm, serial no. (B)(4) was inspected off-site and evaluated for performance. The stored logger data was extracted from the unit for review. The acm performed as intended and it was determined that the unit functioned properly during the reported event. The unit met all required specifications.